Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced pocket stimulation. The right ventricular (rv) lead had a polarity switch for decreased impedance. Noise was seen on the electrogram and there was oversensing. Initially, the output was decreased. Subsequently, the lead was capped and replaced. No patient complications have been reported as a result of this event.